Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient is having a burning pain that starts at the implant site and goes up their back. Patient said the pain is getting worse. Patient said they have been seen a number of times and have been to the emergency room around ten times. They got an infection and the pain got a little better and the patient was able to have a bowel movement. Their device has been off for 3 weeks and they still feel the same. It feels like stabbing where the ins is. The veins in their hands used to get swollen and now they don't. They also feel tingling in their tongue. It hurts when they move and they are so weak and dizzy. Their stomach gets swollen and bloated. Patient also had a rash but a cream helped the rash. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.